Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-13091 (B)(6) study. It was reported that unstable angina and in-stent restenosis (isr) occurred. In (B)(6) 2005, the 2.5x20mm taxus liberte was implanted in the distal left anterior descending artery (lad). In (B)(6) 2013, a 2.5x28mm promus element plus stent was implanted in the distal lad to treat the 90% in-stent restenosis in the previously implanted 2.5x20mm taxus liberte stent. In (B)(6) 2017, the patient presented with unstable angina and underwent angioplasty to the lad and saphenous (svg) vessels to treat isr of the previously deployed lad stents. The event was considered resolved and the patient discharged on the same day.